Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited sensing of 2.1 mv. The lead was repositioned successfully.